Event description:
It was reported that the patient underwent a revision surgery due to screw loosening. It was reported that the set screw slipped during insertion in the bone screw. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). This part is not approved for use in the united states; however a like device catalog # 8281248, 510k # k041282 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.